Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that the cause of the therapy being off and having no stimulation was not determined and was unknown. They reported that steps taken to resolve the issue included that they contacted someone at the patient services (ps) line looking for a person [understood to be a healthcare provider (hcp)] in their area. They reported that the issue had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that their baseline symptoms were better for a while but now they were back to where they were urinating every hour and a half and wears diapers. The patient said this wasn't too bad but they were going longer (in between urinating) before that. Patient services walked the patient through connecting to their implant, therapy was found to be off. The patient said that they had not felt stimulation in a long time. During the call therapy was turned back on and adjusted to where patient felt stimulation comfortably in the bicycle seat. The patient didn't have a managing doctor. Agent reviewed physician listings and the patient said doctor's on the list were too far away. The agent sent message to the field to request if there were any closer physician contacts to the patient.